Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016; date of follow-up report: 03/16/2016. Please see additional information in section. A component of the superdimension system; case recordings and logs, were returned and evaluated. The evaluation of the recordings resulted in no problem found. The evaluation of the logs indicated multiple "out of the sensing volume" messages however no root cause could be found, therefore no conclusion could be made. If additional information is received a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Out of an abundance of caution, superdimension is filing this MDR due to the additional risk associated with multiple exposures to general anesthesia. If additional information is received a follow-up report will be submitted.

Event description:
Site reported the superdimension system showed the locatable guide was out of the sensing volume and the physician cancelled the case. The patient was under general anesthesia. There was no report of patient injury, death or other serious adverse event. If additional information pertinent to the incident is obtained a follow-up report will be submitted.